Manufacturer narrative:
The concomitant device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a patient was receiving a high dose of levophed at 17 mcg/minute in the ICU when the device had a channel malfunction and failed. There was no report of patient harm.

Manufacturer narrative:
The concomitant device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a patient was receiving a high dose of levophed at 17 mcg/minute in the ICU when the device had a channel malfunction and failed. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a channel malfunction was confirmed during pcu log analysis. The pcu error log recorded 2 channel malfunctions, error 222.4180.0 (door or flow stop state failure), for the suspect pump module, which occurred shortly after the device was programmed to infuse. The concomitant pump module was not affected and continued to infuse. The error code occurs when the safety processor detects an improper door and/or flow stop state during an infusion. Testing could not be performed on the suspect pump module because only the pcu was returned for investigation. The root cause of the error code was not identified.

Event description:
The customer reported a patient was receiving a high dose of levophed at 17 mcg/minute in the ICU when the device had a channel malfunction and failed. There was no report of patient harm. Although no specific details were provided by the customer regarding the iui condition of the devices involved in this event, the customer reported damaged/corroded iuis throughout the facility .